Event description:
It was reported that during a thyroidectomy, ace14s had performed well providing excellent haemostasis. Three hours post surgery, the pt suffered a major haemorrhage resulting in respiratory arrest. The haematoma was evacuated and when the pt was returned to the or, there was active bleeding from a branch of the inferior thyroid artery, about 3mm in diameter. Pt has made a full recovery.